Event description:
The biomedical engineer (bme) reported that the display failed on the central nurse's station (cns), and it is not coming on. It went to a static screen and went black and never came back on. They replaced the power cord, but the issue persisted. They replaced the display, and the issue was resolved. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the display failed on the central nurse's station (cns), and it is not coming on. It went to a static screen and went black and never came back on. They replaced the power cord, but the issue persisted. They replaced the display, and the issue was resolved. No patient harm was reported. Investigation conclusion: the customer reported that their display screen on the cns went down and did not power on. They attempted to fix the issue by replacing the power cord, but the issue persisted. In a follow-up with the biomed, it was indicated that the display monitor is bad, and replacing the display monitor has resolved the issue. The cause of the issue is failure of the display monitor / screen. The root cause of how the display monitor failed is unknown. The display monitor has been in service since 10/25/2012, and there have been no other reports against the device. Potential causes of the issue are failure of the device power supply and wear and tear of the device. Central nurse's station cns-6201a display. Model: a/e282678. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the display failed on the central nurse's station (cns), and it is not coming on. It went to a static screen and went black and never came back on. They replaced the power cord, but the issue persisted. They replaced the display, and the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/27/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/06/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and device information as requested. Central nurse's station cns-6201a display model: a/e282678 sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the display failed on the central nurse's station (cns), and it is not coming on. It went to a static screen and went black and never came back on. They replaced the power cord, but the issue persisted. They replaced the display, and the issue was resolved. No patient harm was reported.